Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 30-aug-2021, it was reported that the patient's infusion set's tubing detached/broken at site connector. Reportedly, at the time of the incident the patient's blood glucose level was 22.0 mmol/l. The infusion set had been used for less than two hours. The patient replaced the infusion set and resumed insulin successfully. No further information available.